Manufacturer narrative:
Analysis of the returned pump and partial catheter revealed no anomaly; normal device function.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709sc, serial# (B)(4), implanted: 2007 (B)(6), explanted partial: 2012 (B)(6). (B)(4). Pump and the partial catheter were received. Analysis results were not available at the time of this report; a follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was initially reported that on (B)(6) 2012, a rotor study was performed, "presumed stalled motor" and a replacement was scheduled for (B)(6) 2012. It was later reported that the surgery was cancelled due to patient condition; logs were read on (B)(6) 2012 and showed no stall of the rotor and normal operation. Drug delivered via the device was baclofen 4000 mcg/ml, daily dose 1240 mcg/day. It was later reported that the pump and catheter were replaced. Physician felt that old catheter had slipped out of intrathecal space. Catheter was clipped off and intrathecal piece was left in place; rest of the catheter was removed. Patient had experienced poor therapy with increased dose requirements. Rotor study was noted to be inconclusive; dye study was not performed. Physician suspected varying drug delivery from pump. During surgery catheter was found to be epidural; "out of place (not intrathecal)". Patient sustained no injury and recovered without sequelae. It was added that following replacement surgery patient did very well and movement was restored well.

Manufacturer narrative:
(B)(4).